Event description:
It was reported that the patient experienced shocking sensations after taking a fall. Imaging revealed that the S1 lead migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.